Event description:
It was reported that the pt received an implant on (B)(6) 2008. On (B)(6) 2011, the pt had a revision surgery due to breakage of the insert.

Manufacturer narrative:
The MFR did not yet receive explanted devices, x-rays, or other source documents for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should add' info become available and/or the device(s) be returned for eval and an investigation result be available, that confirms a product failure, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).